Event description:
It was reported that the insulin gauge was inaccurate due to customer not performing air removal step of load process. There was no adverse impact to the customer¿s blood glucose level. No additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.